Event description:
Pt with hypertensive nephrosclerosis and a poorly functioning native fistula in left forearm admitted for angioplasty. The native fistula was cannulated in a retrograde fashion and a 6-french sheath placed. Initially, a 7 mm balloon was placed at the level of the radial artery and balloon inflation were performed. However, there is still marked residual stenosis. An 8 mm x 4 cm balloon was then advanced and inflations were performed. However, there is rupture of the balloon. When the balloon was retracted there had been loss of part of the balloon material. This was noted to be adherent to the guidewire. The antegrade 4-french micropuncture catheter was exchanged eventually for a 6-french sheath. A 10 mm snare device was used to grab the guidewire and pull it out of the sheath for a floss technique. However, the wire could not be pulled through this sheath because of the residual of the balloon material and the fistula. After multiple manipulations and eventually increasing the sheath side to 9-french and retrograde, the snare wire was then advanced again and the balloon material actually snared. After this was performed, the snare was allowed to pull the balloon material through the retrograde site. An 8 mm x 4 cm balloon was then advanced and inflations were performed again with a high pressure balloon. This had a good anatomic result. There was residual stenosis but there is still persistent way even with a high pressure 8 mm balloon. However, there was marked improvement in pulsation and palpable pulse in the fistula. Pressure was held. However, there was still mild oozing noted at the retrograde site. Three 2-0 silk sutures were then placed to close this puncture site. No other complications were noted.